Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) vial-mate adapters cored an antibiotic vial and resulted in a dark particulate from the rubber stopper floating in the antibiotic vial. This was identified after reconstitution, during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from october 25, 2019 - october 28, 2019. H10: four (4) actual samples were received for evaluation. The first device was in the activated position, attached to the vial and solution bag. The second device was in the non-activated position, attached to the vial and solution bag. Particulate matter was observed in the attached solution bag for the first sample and in the attached vial for the second sample. The particulate matter in both samples was observed to be stopper material from the vial. A functional test was performed on the devices using the returned vial and solution bag. The vialmate devices worked as expected during functional testing. The reported condition was verified for the first and second samples. The cause of the condition was determined to be a use error of activating the devices multiple times. The labeling for the device provides instructions for properly activating the device. Per the label, the user should ¿push the blue port adaptor assembly into the white vial gripper until the flange collar meets the white vial gripper. Do not pull blue port adapter back out of the white vial gripper after reconstitution.¿ the third and fourth devices were in the activated position, attached to the vial and solution bag. Particulate matter was not observed in the attached solution bag or vial for either device. A functional test was performed on the devices using the returned vial and solution bag. The vialmate devices worked as expected during functional testing. The reported condition was not verified for the third or fourth samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.